Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, damage was observed in the distal curved segment of the steerable guide catheter (sgc) under digital subtraction angiography (dsa) fluoroscopy. This damage prevented the ¿+/-¿ knob from functioning as expected. While advancing the clip delivery system (cds) from the left atrium to the left ventricle, the anterior leaflet became entangled with the gripper. Despite multiple attempts to disentangle them, the leaflet remained trapped, and the only option was to release the clip in its current position. Postoperatively, the mr was grade 3+.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, damage was observed in the distal curved segment of the steerable guide catheter (sgc) under digital subtraction angiography (dsa) fluoroscopy. This damage prevented the ¿+/-¿ knob from functioning as expected. While advancing the clip delivery system (cds) from the left atrium to the left ventricle, the anterior leaflet became entangled with the gripper. Despite multiple attempts to disentangle them, the leaflet remained trapped, and the only option was to release the clip in its current position. Postoperatively, the mr was grade 3+.

Manufacturer narrative:
All available information was investigated, and the reported entrapment of device could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The reported foreign body in patient was a result of the entrapment of gripper arm on one leaflet. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.